Manufacturer narrative:
Device history records review was completed for part# 03.226.004, lot# 2214414. Manufacturing location: bettlach, release to warehouse date: feb 07, 2007. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. This complaint is confirmed. The tip has broken off of the returned screwdriver shaft. The sheared off tip fragment was not returned. The oblique fracture exists in the stardrive tip feature. The material surface at the location of breakage appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The cannulation diameter near the break measured and found to be within specification per relevant drawing. The stardrive tip to tip width near the break measured and found to be within specification per relevant drawing. Root cause is most likely due to off axis force applied to this 10 year old cannulated reusable screwdriver shaft. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: concomitant device to be removed from complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review is pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated stardrive screwdriver shaft is broken off of the device. This was noticed in central sterile processing. No procedure involvement. This complaint involves 1 part. Concomitant device reported: screw. This report is 1 of 1 for (B)(4).